Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06056. It was reported that the patient presented for an implant procedure. During the procedure when the right ventricular lead was inserted into the rv connector portion of the device, it was observed that the lead was easily removed by pulling it lightly despite the screw being tightened. It was confirmed that there was no issue with the right ventricular lead, since the connection was successful when the lead was inserted into the atrium connector. The device was not used. When the right ventricular lead was inserted into the rv connector portion of the new device, and upon the final check at the procedure, an increased in threshold was observed. The helix of the lead was retracted and then extended, however the helix did not extend. The lead was removed from the body and the helix mechanism was checked. It was confirmed, that the helix of the lead would not extend. The lead was not used. A new lead and device were implanted. No patient consequences were reported.